Event description:
During a routine phacoemulsification procedure, the doctor reported observing brownish material flowing into the pt's eye. The doctor thought that the material may be metallic. The event occurred on the initial use of the device. The particles were removed from the pt's eye, however they were not saved for eval.